Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent t-wave oversensing (twos). It was determined that the device algorithm would activate when the correct number of intervals to detect (nid) would be met, and as such, no programming changes were made. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4076 implantable pacing lead - (B)(6) 2012. (B)(4).